Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prothesis. In (B)(6) of 2018 baker¿s grade ii capsular contracture was noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The device history record (DHR) for the lot number 7299712 was reviewed on 6/20/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).